Manufacturer narrative:
We have now completed our investigation into the reported complaint. A review of the batch manufacturing records could not be performed as no part or lot numbers were provided, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. The complaint history file contains further instances/ related events of the reported event. As no product could be returned, a thorough evaluation of the device could not be carried out. The device was intended for use in treatment. It was reported that all indicator lights were solidly illuminated. This means that the device entered a non-recoverable error state. There are various reasons that the device may enter an error state, such as out of range negative pressure, out of range power supply and an error retrieving data. If the pump does enter an error state, it must be replaced. This is a patient safety feature. We have not been able to confirm a relationship between the event and the device or identify a definitive root cause. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device did not work and all the lights were lighted. The patient tried to exchange the batteries but the issue was not solved. No further information is available.